Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.